Manufacturer narrative:
A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The rse advised customer the recommended repair is to replace the touchscreen. The bme reported replacement of the touchscreen resolved the issue. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint from customer biomed reporting the touchscreen of the v60 ventilator is not responsive. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The rse advised customer the recommended repair is to replace the touchscreen. This investigation is ongoing.